Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the lead exhibited a possible lumen issue. The lead was removed and replaced with a new product. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that the physician experienced trouble inserting the stylet into the lead regardless of observing color and had to insert the stylet with forceps.